Event description:
It was reported that during the implant procedure, the outer insulation disconnected from the distal end of the lead pin insulation exposing inner conductors. It was noted that no pressure/pulling was applied to the lead to cause this issue. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress.